Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration: essure on the right cannot be located"), fallopian tube perforation ("fallpian tube rupture/ perforation"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 42-year-old female patient (gravida 3, para 2) who had essure (batch no. 653906; 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 (total number of live births: 2 live births ((B)(6) 1992 and (B)(6) 1995)) and thyroidectomy (thyroidectomy). Previously administered products included for an unreported indication: microgestin. Concurrent conditions included rheumatoid arthritis and hypothyroidism. Concomitant products included anovlar (microgestin), hydrocodone since 2014 and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("debilitating menstrual pain"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device breakage ("device breakage"), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), hypersensitivity ("allergic/ hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, genital haemorrhage, abdominal pain, menstruation irregular, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis and pregnancy with contraceptive device outcome was unknown and the device dislocation, urinary tract infection and depression had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: current weight: 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysteroscopy - on (B)(6) 2010: essure is in good placement; on (B)(6) 2010: essure is in good placement. Concerning the injuries reported in this case, the following ones were described in the plaintiff fact sheet: pregnancy with contraceptive device, device dislocation, urinary tract infection, depression, dysmenorrhoea, pelvic pain. Most recent follow-up information incorporated above includes: on 17-may-2018: reporter information was added. This case concerns 42 year old patient. Her historical medication/condition and concurrent condition was added. Lab data was added. Essure indication was amended. Her concomitant medications were added. Essure lot number was added. Essure was ongoing at the time of the report. Following events: pregnancy (termination), depression and device ineffective were added. Previously reported "migration" was furhter specified as "essure on the right cannot be located" and "infections" as "urinary tract infection". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration: essure on the right cannot be located"), fallopian tube perforation ("fallopian tube rupture/ perforation"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 42-year-old female patient (gravida 3, para 2) who had essure (batch no. 653906; 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 (total number of live births: 2 live births ((B)(6)1992 and (B)(6)1995)) and thyroidectomy (thyroidectomy). Previously administered products included for an unreported indication: microgestin. Concurrent conditions included rheumatoid arthritis and hypothyroidism. Concomitant products included anovlar (microgestin), hydrocodone since 2014 and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("debilitating menstrual pain"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device breakage ("device breakage"), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), hypersensitivity ("allergic/ hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, genital haemorrhage, abdominal pain, menstruation irregular, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis and pregnancy with contraceptive device outcome was unknown and the device dislocation, urinary tract infection and depression had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: current weight: 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysteroscopy - on (B)(6) 2010: essure is in good placement; on (B)(6) 2010: essure is in good placement. Concerning the injuries reported in this case, the following ones were described in the plaintiff fact sheet: pregnancy with contraceptive device, device dislocation, urinary tract infection, depression, dysmenorrhoea, pelvic pain. Batch number: 653906 exp date:(B)(6)2012. Man date:2009/07. Batch number: 20210352 exp date:(B)(6)2012. Man date:2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture/ perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage ("device breakage"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic/ hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, menstruation irregular, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown and the device dislocation had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, pelvic pain, rash and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.